Manufacturer narrative:
Corrected device code from false positive result to not reproducible results. Corrected reagent lot number (and exp. Date). The previously listed reagent lot was the control kit. (B)(4).

Manufacturer narrative:
Based on the investigation performed in the information provided there is no indication the product is not performing as intended. Although unknown, the discrepancy is likely due to differences in technology, although workflow which may have contributed to a contamination event, also cannot be ruled out as a contributing factor. These two samples may also be generating low true positive titers. Based on the likely causes of the discrepancy no sample was requested. The method sheet states, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to qualify technology differences. One hundred percent agreement between the results should not be expected due to aforementioned differences between technologies. Users should follow their own specific policies/procedures." There is no batch trend indicating that this is a wide spread issue in the field and no corrective actions have been put in place. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that a false sars-cov-2 result was generated while using cobas sars-cov-2 test. The sample was retested using cepheid and alinity and it generated negative results. The sample was collected using a nasopharyngel swab in copan universal transfer media with no inactivation protocol and 1ml aliquot transferred into secondary tube. The negative results were release. No harm was alleged.